Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 358 mg/dl, 280 mg/dl, and 170 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.